Manufacturer narrative:
Pt info: unknown at this time if the reported loss of function occurred during patient use. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported a loss of function of the defib sync connector on the patient data module. Unknown at this time if the reported loss of function occurred during patient use.

Manufacturer narrative:
Investigation revealed there was a failure of the pdm das cpu hardware. The failed das cpu hardware was replaced and corrected the issue with the defib sync connector.